Event description:
It was reported that during implantable cardioverter defibrillator (ICD) change out, the atrial lead was found dislodged and pulled back into the pocket. The patient demonstrated twiddler's syndrome. As a result of twiddling, lead damage occurred. The lead was explanted and disposed of at the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.